Event description:
It was reported that the patient reported shocking or jolting sensation. It was noted that reprogramming was a required action as a result. It was noted that the patient reported that after meeting with a manufacturer representative the stimulation was more therapeutic and helped with pain relief so did not require a ¿rpg.¿ it was noted that the stimulation sometimes ¿just shut off¿ and in certain positions would send a shocking sensation.¿ it was noted that the battery was checked and the battery was fine with 1 impedance value on contact 7 being off, which was not being used. It was noted that the patient stated that the stimulation irritated their bowels and caused them to have ¿loose stool¿ more frequently and often unexpected. It was noted that the patient was meeting with an health care professional (hcp) today to discuss bowel issue. It was noted that the patient was alive with no injury at the time of the report.

Event description:
Additional information received reported that the manufacturer's representative had not seen or heard from the patient. It was clarified that contact 7 being "off" meant the impedances were not normal. It was stated she could not remember high or low. It was reported that she programmed around it and the patient left with effective therapy at the end of the meeting. It was stated that there were no apparent malfunctions and the cause of the issue was not found.

Event description:
Additional information received reported the patient was last seen on (B)(6) 2014 to become established as a patient with the new physician. It was reported the patient had diarrhea issues at that time. The patient only discussed the complication with the physician and was to work with the manufacturer representative for device adjustments. There was no mention if the patient's symptoms were believed to be related to the device/therapy/stimulation. The patient was instructed to call the clinic with any issues, but the clinic had not heard from the patient yet.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).